Manufacturer narrative:
Investigation: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A field service engineer (fse) was dispatched and checked the environment in the laboratory which revealed temperature is too cold. The room temperature is increased. The instrument was deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed a previous complaint for this false positive issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was ambient temperature. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. Microscopic examination was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. Microscopic examination was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact.